Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The customer's blood glucose was 26.8 mmol/l. The customer treated the high blood glucose levels with bolus. The customer ran a manual prime and insulin did exit. Advised to call back to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.